Event description:
A facility reported that the a2114 mayfield infinity xr2 skull clamp (a2114) was used in a surgery, and while placed on the patient, the u portion of the clamp wiggled tremendously. There was no patient injury; however, there was a 3 minutes surgical delay to go and grab the other clamp. The patient was reported to be fine post surgery.

Manufacturer narrative:
The mayfield infinity xr2 skull clamp (a2114) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit shows that there is movement in the lock while in the locked position, and the lock ratchet is out of time and will need to be readjusted. All worn components will be replaced with new parts, and general cleaning and maintenance will be performed. Root cause - the complaint is confirmed via inspection of the unit. The unit had movement in the lock while in the locked position, and the lock ratchet needed to be readjusted. The probable root cause is routine use and wear. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed. At present, we consider this complaint to be closed.